Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. It was noted that the balloon lost its pressure. The 61-70 pressure regulator balloon was removed and replaced with a 71-80cm. No other patient complications reported.